Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, when setting-up the navigation system after it arrive, entered cranial software and there was a red x on the camera. In trouble-shooting, the medtronic representative opened the front panel and the polaris spectra system control unit (scu) did not have a power light. The medtronic representative toggled the power cable to the scu and it started up. The navigation system was re-started, however, when going into cranial application, the red x persisted. The positioning sensor unit (psu) and scu both had two steady green leds for power and communication. Spine application was entered and the camera continued to show as disconnected. The medtronic representative entered administrator application and checked usbview. The I/o hub and 5 usbs were visible, then entered "ndi toolbox configuration utility" and could not connect to the psu or scu. Changed the usb from the I/o hub to a different port on the computer. No change was seen in the toolbox configuration utility or in cranial software. The navigation system was re-started and beeps were heard from the scu and psu. Cranial software was entered, beeps were heard again, and there was camera communication. Entered admin application and opened the configuration utility; initially the navigation system would not connect showing an error message could not connect to a usb. The psu and scu showed connected. There was no patient present when this issue was identified.